Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infiltrated (medication unk) on an infant in the nicu on (B)(6) 2013. There was temporary harm caused to the pt.